Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was showing incorrect pvc readings. The customer also reported that because of these incorrect readings the cns falsely alarmed for vtach. Once their staff did some initial troubleshooting they realized that no artifact was seen in any of the leads, and that the alarm went off for an unknown reason. No patient harm or injury was reported. Investigation summary: additional information was requested from the customer but, no further information was provided by the customer regarding this event. Based on the available information, a definitive root cause could not be identified. As this issue is intermittent with communication loss issues, it is possible that the event was likely due to a network related issue. Network issues may cause interruption in the communication of the cns and the telemetry devices. It is also possible that the alarm settings set by the user were not configured correctly. Due to the lack of information, a definitive root cause could not be identified. A review of the history of the serial number identified no further reports of the issue. Corrected information: e2 health professional? Changed the selection from "yes" to "no."

Event description:
The customer reported that the central nurse's station (cns) was showing incorrect pvc readings.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing incorrect pvc readings. The customer also reported that because of this incorrect readings their cns falsely alarmed for vtach. Once their staff did some initial troubleshooting they realized that no artifact was seen in any of the leads, and that the alarm went off for an unknown reason. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is showing incorrect pvc readings.